Manufacturer narrative:
Final analysis found that the insulation was damaged near the proximal end of the lead. The damage was consistent with procedural damage. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely with issues on the right ventricular, left ventricular, and right atrial leads. The right ventricular lead exhibited high capture thresholds, decreased sensing, and dislodgement. The left ventricular lead exhibited phrenic nerve stimulation and intermittent capture. The right atrial lead exhibited high capture thresholds and dislodgement. The patient was brought in for a lead revision surgery on (B)(6) 2018. The right atrial and right ventricular leads were repositioned successfully. During the procedure the left ventricular lead was noted to have an insulation breach, the lead was explanted and replaced. The patient was in stable condition throughout. In the recovery room, the right ventricular lead exhibited lead dislodgement, loss of capture, and decreased sensing. The lead was explanted and replaced in an additional procedure on (B)(6) 2018. The patient was stable before, during, and after the procedure and was discharged.